Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer was hospitalized in the intensive care unit on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 500 mg/dl. The customer reported having symptoms of vomiting and a ruptured cyst. The customer was not wearing the insulin pump for a week and a half prior to the time of hospitalization. It was stated that the customer had to let their insulin pump dry out. Advised insulin pump would be replaced.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor. The motor passed the motor test. Unable to perform the occlusion or excessive no delivery tests due to the motor error alarm and was unable to prime. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. However, the pump had corroded keypad traces, a broken reservoir tube lip, minor scratches on the lcd window, a scratched case, a scratched keypad overlay and a missing end cap sticker.